Manufacturer narrative:
A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported unexpected shutdown, difficult to remove and device contaminated at the user facility were confirmed. The reported perforation of vessels and unexpected medical intervention were not confirmed due to the operational context of the reported complaints. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported unexpected shutdown, difficult to remove and device contaminated at the user facility appears to be related to circumstances of the procedure. Engineering review of the device data log shows a stall event on high speed at the end of the procedure. Physical analysis identified biological material accumulated on the driveshaft crown section. It is unknown if the biological material is related to the stall event in the data log. A conclusive cause for the reported perforation of vessels, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a popliteal artery. One treatment each on low, medium, and high speed was performed prior to a second high speed treatment being attempted. During the second high speed treatment, the oad crown stopped spinning. The oad was pulled back and restarted, however, it stopped spinning immediately. The oad crown had become stuck to the viperwire, and the devices were removed together. There was no damage observed to the devices. Tissue was observed wrapped around the oad nosecone. An angiogram showed a ruptured artery at the treatment site. A covered stent was placed at the site of the ruptured artery. The procedure was completed without further complication. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a popliteal artery. One treatment each on low, medium, and high speed was performed prior to a second high speed treatment being attempted. During the second high speed treatment, the oad crown stopped spinning. The oad was pulled back and restarted, however, it stopped spinning immediately. The oad crown had become stuck to the viperwire, and the devices were removed together. There was no damage observed to the devices. Tissue was observed wrapped around the oad nosecone. An angiogram showed a ruptured artery at the treatment site. A covered stent was placed at the site of the ruptured artery. The procedure was completed without further complication. The patient was in stable condition.